Manufacturer narrative:
(B)(4).

Event description:
It was reported, that no audio output occurred. It was indicated, that the patient was using an unsupported operating system, which is misuse of the device.